Event description:
Facility has had 6 separate incidents of the puritan bennett 840 ventilator (new version, 10.4 inch screen) failing while on critically ill pts in the past 8 weeks. The failures all are related to the gui, and the error code "gui-key stuck". Puritan bennett had in fact replaced all of the gui boards within the past 2 weeks and the failures continue. The failures occur while running on pts and require the vent to be immediately replaced.